Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 355029, lot# n075634, implanted: (B)(6) 2006, product type: accessory. Product ID 377875, lot# v011709, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported having to charge her implantable neurostimulator (ins) more since (B)(6) 2014 and was having difficulty recharging the ins completely. There were no patient symptoms reported. Indication for use included post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.